Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose level. It was expected that the device would be returned, and a replacement pump was provided to address the issue.